Event description:
It was reported that three fibers broke during a kidney stone procedure. It is unk how the case was completed. Pt outcome: "no damage to the pt". This report is fort the first surgical fiber.

Manufacturer narrative:
Reference MFR #'s: 2937094-2013-01281, 2937094-2013-01282. Fiber analysis: the fiber was returned in two, approximately 5.5 ft (proximal end with connector) and 3.3 ft (distal end) sections. The proximal section was found to have a sharp bend approximately 11 inches from the connector; there was no sign of burning/thermal damage to the proximal section. The distal section was found to have a sharp bend approximately 4mm from one end; there was no glass fiber protruding from either end of the fiber jacket and no thermal damage to the distal section noted. The most probable root cause of the device failure was determined to be user handling/excessive bending during the procedure.